Event description:
It was reported that a user accidentally entered two meal announcements on the ilet bionic pancreas and asked whether this could cause extra insulin; the agent explained that timing matters and that the corrective algorithm would limit additional dosing if glucose remained in range, with basal delivery and insulin on board considered, and the user¿s glucose was 125 mg/dl and steady at the time of the call, which aligns with a use-of-device problem rather than a device malfunction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, the device component was not specifically classifiable under an available term, and the situation was consistent with user-related use of device. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.